Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced pain with device use, subsequently the patient was placed under general anesthesia and underwent skin revision on (B)(6) 2016, during an abutment change. The implanted device remains.